Event description:
It was reported to st. Jude medical that the patient presented to the hospital with inappropriate shocks caused by noise. Upon examination, an insulation defect of the lead was observed. A portion of the led was capped and left in the patient and the defective portion was returned to st. Jude for analysis.